Manufacturer narrative:
Our eval of the returned device confirmed the report of drive wire penetration near the handle. The drive wire penetrated through the shrink tubing near the device handle and has separated from the handle cannula. The condition of the device prohibited a functional test. The tip of the brush exhibits a severe bend. Bends are noted in the clear catheter approx 35 cm from the handle. After a review of the device history record for this device. We can report that no discrepancies or anomalies were observed. We are unable to conduct a sample test from this lot because the devices were previously distributed. Conclusions: the condition of the device prohibited a full functional eval. The exact cause for the reported difficulty with brush extension was unable to be determined. The most likely contributing factor to penetration of the inner drive wire and separation from the handle cannula is applying added pressure after resistance in the brush extension is experienced. Our eval of the prod suggests added pressure had been applied to the cytology brush (bend in tip of brush, bend in outer catheter, damage to the outer sheath near the handle). The info provided with the initial report indicated that the pt had a distal biliary stricture. If the device was placed in a particularly tortuous position this could create resistance in brush advancement and encourage an application of excessive pressure on the device. If the handle of the device experiences excessive pressure during use, perhaps in response to brush extension difficulties, penetration of the outer sheath by the drive wire, as well as drive wire separation from the handle cannula may occur. Brush extension difficulty can occur if the elevator of the endoscope has been tightly closed onto the catheter of the cytology brush. This can clamp the outer sheath and constrict movement of the brush drive wire. If the drive wire is restricted while added pressure is applied to move the handle, this could contribute to drive wire penetration of the outer sheath. Bends in the outer sheath can occur if the device experiences excessive pressure. The instructions for use instruct the user to advance the device in short increments through the accessory channel of the endoscope. Prior to distribution, all fusion cytology brushes undergo visual and functional inspection to ensure device integrity. The functional test includes manipulation of the handle to ensure smooth brush extension. A review of the device history record confirmed that this lot met mfg requirements prior to shipment. Corrective actions: no corrective action warranted at this time. Customer qa will continue to monitor for complaint trends.

Event description:
During an ercp procedure the physician used a cook endoscopy fusion cytology brush to obtain a tissue specimen from a distal biliary stricture. During the procedure the device wire ruptured through the outer sheath near the handle assembly, rendering the device inoperable. An injury to the user not reported. Nothing had to be retrieved from the pt. No add'l procedures were required due to this occurrence. The pt did not experience any adverse effects due to this observation.